Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event partially dark screen due to scratches on the charge-coupled device (ccd) lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope had a partially dark screen due to scratches on the charge-coupled device (ccd) lens. There was no patient involvement.